Event description:
Numerous evaluations suggest thrombosis of the current device with frequent strokes. There were organized thrombi in the inflow cannula at its tip and organized thrombus around the inflow cannula in the apex leading to unsafe pump operation.